Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Sometime post filter deployment, an abnormal CT performed on an unknown date demonstrated penetration of the filter limbs through the wall of the inferior vena cava next to the duodenum and aorta. Approximately six years three months post filter deployment, filter retrieval via an open abdominal procedure was performed during which it was noted that several ivc filter limbs penetrated the inferior vena cava. Therefore, the investigation can be confirmed for perforation of the ivc. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 10/2012); (manufacturing date: 10/2009).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter struts have perforated into the organs. The device was removed via an open abdominal procedure. The current status of the patient is unknown.